Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 41 mg/dl at the time of the incident and current blood glucose is 100 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer was treated with food. Customer uses auto mode. Customer report customer did not allege pump was over delivering. Customer recalls insulin dripping or squirting from end of set before connecting at their site. The insulin pump will not be returned for analysis.